Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on the shock and left ventricular channel with isometrics. Additionally, the threshold measurement on the left ventricular (lv) lead had increased and the impedance measurements fluctuated between 500 and 1000 ohms. As a result, the lv parameters were reprogrammed. Noise was also noted on the right ventricular (rv) lead. During the revision procedure, it was noted the lv lead was not secured in the header. After securing the lead properly, no further problems were noted. No adverse patient effects were reported.